Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a plum 360 where it was reported that the pump does not infuse properly. The event occurred during infusion of fentanyl where the bag emptied sooner than anticipated. Checked volume to be infused stating 13.7ml of the medication had been infused. Double checked the pump had been programed correctly. Inspected bag and tubing of the medication with no visible holes and no liquid on the floor. Pharmacist & provider then came to bedside and reviewed the programing finding it to be correct. Manually calculated how much should have been in the bag following priming intravenous (IV) tubing w/extension finding 60ml out of 100ml was missing. The fluid in the bag when the infusion started was 100ml bag, new bag was scanned and hung at 1216. Testing with saline took place per pump at 1443. It was stated the patient became hypotensive requiring albumin. The hospital stay was not prolonged due to the event and the patient as already on a vent, post procedure. The status of the patient before, during and after the reported issue was stable, albumin helped the hypotension, not needing any further actions. No narcan was required. There was patient involvement, patient harm (hypotension) and unknown delay in therapy.

Manufacturer narrative:
Customer complaint: stated in the report that the pump does not infuse properly. Tests: self-test and visual inspection. Self-test passed. Visual inspection was performed and found heavy scoffing and heavy cosmetics on the front case; label instruction is worn out. Performed pvt testing on the device and found no issues. Attempt to duplicate the protocol run under the drug library and couldn't duplicate it. The customer complaint wasn't confirmed that the device did not have any issue with infusing. The probable cause was not found, couldn't duplicate it. Replaced the front case, battery, and label. Engineering finds that by aug 8th, an auto program was sent by 12:15 to the device for 100 ml and 50 mcg/hr rate (converted to 5ml/hr) for 20 hours. The ap was reprogrammed twice first at vtbi: 70ml and then at vtbi: 80 ml and started. The rate was switched between 50 mcg/hr and 100 mcg/hr and it ran for nearly 3 hours and by 15:15 the total volume infused was 13.7 ml. After this the rate was converted to 700mcg/hr and the total volume infused was 14.9 ml. Later the device was powered off and the device was sent to the service center where an infusion was performed and it was completed normally. Engineering evaluates that: from the logs provided, engineering couldn¿t confirm that the bag was full by 12:15 and empty after infusing as mentioned in the description. Engineering evaluates that the auto program was working as expected and did not underdeliver. Engineering also finds that, after sending the device to the service center the infusion that was started was completed as expected. D9 - date returned to mfg: 8/27/2024.